Event description:
The insulin syringe retractable mechanism was engaged properly by the nurse. The internal mechanism worked but the actual needle and sharp component of the syringe stayed in it's engaged position which would have risked needle sticks.